Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2008. Approximately 12 years and 2 months after the initial procedure the patient had a right knee revision and another competitor's implant in. During the revision the surgeon noted that the "procedure was at least 50% more difficult and complex due to the massive synovitis that was encountered as well as the excessive cement that had to be removed and extra bony cuts necessary for the augment on the tibial side.¿

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
1038671-2024-04351, 1038671-2024-04355 d4: corrected the following: catalog number, expiration date, serial number, unique identifier (UDI) #. G3/4: corrected the following: PMA/510(k)number. H4: corrected the following: device manufacture date. H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.